Event description:
It was reported that the ventricular lead exhibited noise, loss of capture and low impedance. The patient experienced near syncope issues. The lead was explanted and replaced. The patient would be followed normally.

Manufacturer narrative:
.